Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(6), was completed on (B)(6) 2021 which confirmed that the injector was operating within bayer specifications. The customer discarded the suspect disposables at the time of the incident however, they were able to provide a lot number for the single-patient disposable set (spat). Functional testing of a retained spat, lot number 212401, and a lab stock multi-patient disposable set (mpat) concluded that the disposables performed to specification with no problems observed. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." Additional clinical applications training was provided on december 1, 2021. The site continues to use the avanta fluid management system after the reported event with no further issues reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
A (B)(6) male patient with an admitting diagnosis of heart failure including severe aortic valve stenosis with 20% left ventricular ejection fraction (lvef) was undergoing a coronary angiography procedure utilizing a right radial artery approach while connected to an avanta fluid management system. During the first contrast injection the customer described a train of approximately 5 air bubbles that were visualized in two different coronary arteries. The patient suffered a cardiac arrest. After 10 minutes of successful resuscitation, the patient was intubated, placed on a ventilator, and transferred to the intensive care unit (ICU) for catecholamine support and further evaluation and care.